Manufacturer narrative:
Batch review performed on 7 august 2025. (B)(4) items manufactured and released on 24-feb-2016. Expiration date: 06-feb-2021. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Conclusions: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient came in due to signs of infection and the pathogen is unknown. About 9 years after the primary surgery, the surgeon performed a washout and revised the liner. The surgery was completed successfully.